Event description:
It was reported that, after a right thr index surgery performed on (B)(6) 2019 to address osteoarthritis symptoms, the patient sustained an unspecified infection that made necessary a revision surgery on (B)(6) 2019. During this procedure, the modular head and the acetabular liner were explanted and replaced with a smith and nephew bearing combination. This information was provided by the national joint registry of the united kingdom, as part of a retrospective data collection of patients who underwent a primary thr surgery with a hip prosthesis construct that included a polarstem stem with an r3 acetabular cup and that required a revision surgery due to specific reasons. As such, no further information will be available.